Manufacturer narrative:
Please note that patient information is unknown at this time. (B)(4). (B)(6). The device is expected to be returned for analysis; however, it has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was an infection at femoral artery puncture site after using a 5f mynxgrip vascular closure device (vcd) 5 days after the procedure. The patient recovered. Approach was made with an unknown 5f sheath for a diagnostic peripheral procedure.

Manufacturer narrative:
As reported, there was an infection at the femoral artery puncture site after using a 5f mynxgrip vascular closure device (vcd) 5 days after the procedure. The patient recovered. Approach was made with an unknown 5f sheath for a diagnostic peripheral procedure. Attempts to gather further information have been unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath was abutting the distal end of the shuttle hub. A small piece of sealant was observed at the distal end of the shuttle. The advancer tube was engaged and abutting the balloon¿s proximal end upon receipt. It was reported that the sealant did deploy in the intended location. However, the condition of the returned device indicated that the advancer tube may have been withdrawn with the device and that the advancer tube was not maintained in place during the device removal. Per the mynx instructions for used (IFU), the device should be withdrawn through the advancer tube lumen. The device was withdrawn through the advancer tube during investigation without any issues. No anomalies were observed. Review of lot f1635402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The event reported as ¿infection¿ was not confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be determined. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
As reported, there was an infection at femoral artery puncture site after using a 5f mynxgrip vascular closure device (vcd) 5 days after the procedure. The patient recovered. Approach was made with an unknown 5f sheath for a diagnostic peripheral procedure. Attempts to gather further information have been unsuccessful.  The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1635402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, however, at this time it is not possible to draw a clinical conclusion between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.